Manufacturer narrative:
Additional information: d9, g1, g3, h2, h3, h6 one ensite x amplifier was received for evaluation. The intra-cardiac (ic) shorts test was then performed and observed that the ic port 1 was loose and able to rotate, it was identified that intermittently the port connector would make contact with the front panel (specifically pins 5, 6, and 7). The amp.logs had some data loss and re-initialize statements intermittently. This partial loss of communication did not interrupt the ¿ready¿ state of the amplifier however the data signals would not update from time to time. There was also non-targeted pmbus conditionals which did not specify the location. These symptoms related to communications were isolated to the system-on-module. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to the som. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During a right atrial flutter procedure, communication issues required multiple troubleshooting measures resulting in a procedural delay. The procedure was completed with no adverse consequences to the patient. While working in navx mode version v3, the amplifier lost its connection to the display workstation. This issue happened about 4 times and each time, the whole system had to be restarted. All fiber connections were reconnected several times but without resolution. A new mapping catheter was opened because the system would not allow to resume a study with a used chip in the catheter. The issue was temporarily resolved but after a few minutes the connection was lost again. The procedure was able to be finished without any adverse consequences for the patient.